Event description:
The customer reported false positive results with the determine hiv-1/2 ag/ab combo assay for two (2) patients and multiple tests using two (2) different lots on various dates. This MFR. Report addresses test one (1) of two (2) for patient two (2). The customer reported a false positive result with the determine hiv-1/2 ag/ab combo assay performed on (B)(6) 2025 using a whole blood specimen. Confirmation testing was performed by an outside laboratory (platform unknown) and generated negative results. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
The two (2) reported false positive results for patient two (2) occurred between two different lots. It is unknown which lot was used, or if both lots were used. First lot information: d4-lot: 0000985288. D4-expiration: 28oct2026. D4-UDI: (B)(4). H4-device manufacturing date: 19mar2025. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000985288 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000985288, 10732998 / lot 985306. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000985288 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000985288, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Second lot information: d4-lot: 0000946267. D4-expiration: 28sep2026. D4-UDI: (B)(4). H4-device manufacturing date: 10dec2024. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000946267 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000946267 , device part number 10732998 / lot 945409. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000946267 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000946267, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.